Event description:
It was reported that the patient's charger melted when plugged into the wall. In turn, the device was replaced.

Manufacturer narrative:
Date of event is estimated. A patient experiencing charger functionality was reported to abbott. The existing charger system was replaced with a new charger system and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.